Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has been feeling symptomatic, similar to when the leads dislodged post initial implant. The right atrium (ra) lead remains in use. No patient complications have been reported as a result of this event.